Event description:
It has been reported to philips that the system was unable to power on. The device was not in clinical use. No harm has been reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the host pc was not starting. Upon troubleshooting actions, fse replugged the hard disk, memory card and reconnected the cables. After repairs, the system was returned to use in good working order.